Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left pulmonary artery. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon was advanced to dilate the lesion. No kink was noted prior to use and no resistance was encountered. However, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a coyote es balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).